Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing which resulted to pacing inhibition with greater than 2 seconds of asystole. Additionally, the pacing threshold measurement had slightly increased. Boston scientific technical services (ts) discussed the source could be diaphragmatic in nature. Subsequently, the patient was evaluated in the clinic and the physician has elected to continue with follow-up. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that review of electrograms (egms) on the remote home monitoring system found oversensing of noise on the right ventricular (rv) channel. It was noted that the noise had been ongoing for at least eight months. Boston scientific technical services (ts) was contacted and it was found that the respiratory rate sensor was programmed on. Once it was programmed off, noise seen on the ventricular channel was no longer seen. It was determined that this was the source of the noise. The system remains in service and no adverse patient effects were reported.